Event description:
The sub-fascial jackson pratt was attempted to be removed but broke below the skin. Patient required a diagnostic laparoscopy through single umbilical port on (B)(6) 2015 for removal of the jp drain without complications, patient discharged next day. No injury to patient other than additional procedure for removal. Dates of use: (B)(6) 2015. Diagnosis or reason for use: c-section for drainage of fluid.